Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) attended the site after being informed of an intermittent failure related to a component in drawer 2.1 of the main unit. The fse verified functionality using the hardware test application, reseated all cables and wiring, and inspected the retractor band and pyxibus cable. The affected components were removed from the row boards, the row boards were repositioned, and the system was restarted. Normal operation was confirmed through testing, after which the application was launched and an escorted inventory was completed for one medication followed by the full drawer, with no issues observed. The system functioned as intended after the field service engineer repaired the device.